Event description:
It was reported that the surgeon inserted an aa4204vl silicone to plate lens and the lens went thru the capsule. The lens was removed without enlarging the incision and no sutures were required. An anterior chamber lens was implanted.